Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of a micro-volume extension set broke into a non-baxter syringe. This resulted in a downstream occlusion alarm on the novum iq syr pump. This was identified during product presentation/training. There was no patient involvement. No additional information is available.